Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in was defective. The following information was provided by the initial reporter: "it was reported that catheters are malfunctioning. Reported issue: multiple saf-t-intima y adapter IV catheters malfunctioning."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9220066. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, thirty-seven unused samples were returned for evaluation by our quality engineer team. The samples were examined and no damages were observed. Each sample was then tested for pull force and all of the samples performed within specification. Based on the investigation results, a manufacturing related cause could not be determined for this incident. H3 other text : see h.10

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in was defective. The following information was provided by the initial reporter: "it was reported that catheters are malfunctioning. Reported issue: multiple saf-t-intima y adapter IV catheters malfunctioning."